Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 76-year-old male patient for the indication of acute decompensated chronic cardiomyopathy. The patient¿s comorbidities included known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support w as identified as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During ongoing impella 5.5 support, the patient had been supported for approximately two weeks, with device performance p-levels ranging from p-4 to p-7 and flows between 3 to 4 liters per minute, consistent with clinical management of the patient¿s hemodynamic status and ventricular support requirements. During support, the patient experienced a cardiac arrest. Advanced cardiac life support (acls) was initiated; however, return of spontaneous circulation (rosc) was not achieved. The patient expired. Cardiac arrest in this clinical context is consistent with the patient¿s underlying cardiomyopathy, advanced cardiogenic shock (scai stage d), and critical illness requiring prolonged mechanical circulatory support. The death is being conservatively reported; however, the outcome is most consistent with the patient¿s underlying severe cardiac disease, cardiogenic shock scai d, and progressive clinical deterioration.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.